Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 model. Device arrived in good conditon when physically inspected. Evidence log confirmed alarm of 1720 error code. When tesing done to duplicate event the pump displayed 1720 error code, which was indicating the back up capacitor needs replacement. Action was taken to replace the part and isolated to a inoperable component. Unknown cause of event and device passed all functional and delivery testing. Updated fields. A 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10 all updated.

Event description:
Device analysis completed in h 10. Additional information that event occured during testing and no patient involvment . Unknown date of event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited "lec 1720". No patient was involved in this event. No adverse effects were reported.